Manufacturer narrative:
Device received with broken battery cap and minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board and flattened dome switch on up arrow button noted. Unable to perform displacement test, self test, off no power test, a21 error test, stop current test, run current test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test or verify no delivery/occlusion alarm, rewind anomaly, missing segments and charge battery anomaly due to keypads not responsive. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons stopped responding on insulin pump, the screen was scratched and scrapped which affect ability to see screen. Customer¿s current blood glucose was unknown. Customer stated that insulin pump had cracked battery cap, piece broke off, insulin pump was slower to rewind, had unexplained no delivery alarms, decreased battery life. Insulin pump will not be returned for analysis.